Event description:
It was reported in the article " transcatheter aortic valve replacement with jenavalve for severe aortic regurgitation after left ventricular assist device implant" that a 30-year-old female with a history of breast cancer treated with chemotherapy and radiation therapy, including doxorubicin, cyclophosphamide, paclitaxel, and pembrolizumab, developed immune checkpoint inhibitor myocarditis and cardiogenic shock requiring implantation of a heartmate 3 (hm3) left ventricular assist device (lvad), with a postoperative course complicated by right ventricular (rv) failure necessitating ongoing inotropic support. Following lvad implantation, they presented one year later with cardiogenic shock due to severe aortic regurgitation (ar). A transesophageal echocardiography (tee) revealed a partially flail non-coronary cusp with severe ar, along with aortic valve thrombus and aortic root thrombus. The patient was not considered a candidate for surgical aortic valve replacement (avr) due to persistent rv failure, and her anatomy was deemed unsuitable for currently FDA-approved transcatheter aortic valve replacement (tavr) devices due to insufficient leaflet and annular calcium and an effaced sinus, increasing the risk for coronary obstruction. Emergency FDA approval for the jenavalve system was obtained, and they patient underwent tavr via a trans-carotid approach as salvage therapy. Postoperative transthoracic echocardiography (tte) demonstrated a well-seated valve with trace paravalvular regurgitation and no residual ar. However, their postoperative course was complicated by transient complete heart block and asymptomatic monomorphic ventricular tachycardia, raising concern for coronary embolism. Follow-up tee revealed recurrence of thrombus on both the ventricular and aortic aspects of the aortic valve, and they were treated with heparin with an increased inr goal of 2.5¿3.0. The patient was subsequently weaned off inotropic support and discharged home on maximally tolerated guideline-directed medical therapy. The article highlights that tavr for severe ar associated with lvad remains an area of ongoing investigation and demonstrates that the use of jenavalve may serve as a salvage therapy in such patients, as this case showed marked clinical improvement enabling successful weaning from inotropes and discharge home. However, complications including aortic valve thrombus recurrence and suspected coronary artery thromboembolism were observed postoperatively, although the patient remained stable and was doing well on outpatient follow-up, underscoring the need for further studies to evaluate benefits, risks, and long-term outcomes in this patient population.

Manufacturer narrative:
Section a, d: specific patient information and device serial number are documented as unknown. Section b3: date of event has been entered as the same as published date, 01apr2025 since date of data collection was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Author information: roman, s., valledor, a. F., horn, e., uriel, n., naka, y., alishetti, s., zepeda, I., lu, d., letarte, l., mcdonald, d., mcleod, j., karas, m., majure, d., ningxin, w., krishnan, u., & sobol, I. (2025). The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.1538 weill cornell medical center-new york presbyterian, new york, ny. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.